Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite using multiple wall adapters and power sources. There was no reported impact to the customer's blood glucose level. Customer declined to speak with tandem technical support regarding the issue.